Event description:
Event description guidant received information that two days post implant, this endotak reliance lead exhibited a loss of capture due to dislodgement. Upon lead revision, the physician observed blood in the header of this implantable cardioverter defibrillator (ICD) and electively explanted the device. A new guidant implantable cardioverter defibrillator (ICD) and endotak endurance screw-in lead were successfully implanted. The explanted device and lead were returned to guidant for analysis.